Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of seroma, lymphoma, and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Seroma: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Rupture- breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. Silicone gel-filled implant ruptures are most often silent. This means that most of the time neither you nor your patient will know if the implant has a tear or hole in the shell. MRI examination is currently the best method to screen for rupture. Sometimes there are symptoms associated with gel implant rupture. These symptoms include hard knots or lumps surrounding the implant or in the armpit, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, and hardening of the breast. When MRI signs of rupture are found (such as subcapsular lines, characteristic folded wavy lines, teardrop sign, keyhole sign, noose sign), or if there are signs or symptoms of rupture, you should remove the implant and any gel you determine your patient has, with or without replacement of the implant. It also may be necessary to remove the tissue capsule. There are also consequences of rupture. If rupture occurs, silicone gel may either remain within the scar tissue capsule surrounding the implant (intracapsular rupture), move outside the capsule (extracapsular rupture), or move outside the breast (gel migration). There is also a possibility that rupture may progress from intracapsular to extracapsular and beyond.

Event description:
Healthcare professional reported right side "rupture." The patient later reported unspecified side "nodules", "fluid sitting between the implant and wall," "suspected leakage," and "bia-alcl." No treatment was provided, and the device remains implanted. No pathological markers were provided, and "alcl" was captured as lymphoma. This record is for the right side.

Event description:
The device was explanted. Additional report from the doctor confirmed ¿anaplastic large cell lymphoma¿ with pathological results.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.7., h.9. Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).